Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances which were noted to be chronically elevated during a twelve month period. Technical services (ts) was consulted and upon review of the available information a gradual rise in impedances were observed. In addition, ts determined that the variations on impedances could be related to physiological variations on the patient. Further in clinic evaluation was recommended and reprogramming options were provided. This rv lead remains in service. No adverse patient effects were reported.